Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in june 2025. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was cracked which resulted in iodine leakage. This occurred during use of the device for peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device and a companion sample were received for evaluation. Visual inspection of the actual device was performed and a crack on the cap opening was observed. The manufacturing and material investigation were performed, and the locations of the cracks were observed at the mold closing point of the cap, which is the weakest part of the entire cap. If subjected to unreasonable external force, it may cause the cap to crack from here. The reported condition was verified. The cause of the condition could not be determined. No defect was observed of the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. The companion sample inspection was performed and found it was connected with transfer set for more than sixteen (16) hours, the cap remained intact.